Event description:
Surgeon was doing a laser procedure for a bladder tumor, tip of the fiber blew off and shattered. They had to irrigate the area and changed laser fibers. No additional surgery was required. After the fiber break, the surgeon irrigated the area to flush any fiber fragments from the patient, then used a different fiber from the same fiber lot to complete the procedure with no issues noted.

Manufacturer narrative:
The cause of the fiber break is not able to be determined. Fiber breaks of this nature are often related to user handling, but cannot be confirmed in this case. Fiber was tested mechanically and passed mechanical testing. There does not appear to be any material defects related to this fiber. No further action is necessary at this time. Fiber breaks of this type do not generally cause any patient issues as the material is biologically inert and fragments from the break were flushed from the body during the procedure. A fiber from the same lot was used to complete the procedure.